Event description:
It was reported that the left ventricular (lv) lead was inactivated and replaced due to high thresholds. The lead remains in the patient. The device was removed and replaced after reaching elective replacement indicator (eri) early. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.